Event description:
The surgeon implanted the micl12.1 implantable collamer lens on (B)(6) 2009. When patient was seen in (B)(6) 2011 she was doing fine with a 20/25 bcva and vault was 80%. Later in 2011, the patient became pregnant and complained of haziness and glare. Surgeon discovered a small cataract. The vision problems progressed and the lens was eventually explanted on (B)(6) 2012 and cataract surgery was performed. The reporter stated the patient had a difficult pregnancy and patient indicated that vision problems began when she became pregnant. The surgeon concluded that the event was related a patient condition and not related to the lens.

Manufacturer narrative:
Method - medical review. Results - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in this case which resolved the problem. (B)(4).

Manufacturer narrative:
Patient (B)(4) - cataract, (B)(4) - haze, (B)(4) - surgical procedure, secondary. Device: (B)(4) - explant. (B)(4).